Manufacturer narrative:
An event regarding stem loosening involving a reliance stem was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs display a recently explanted stem, ceramic head and ceramic lined shell. There is no visible damage to note on the devices. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: need operative reports, office/clinical reports, serial x-rays, etc. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, office/clinical reports, serial x-rays and evaluation of the explanted devices are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to loosening of the femoral stem. Intra-operatively, the stem was easily removed from the patient. The stem (originally cemented with simplex p cement), ceramic head, and ceramic. Liner were revised to an adm/ mdm liner construct and competitor stem and head. Rep confirmed there are no allegations against the revised head and liner.